Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low total bilirubin (tbil) result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The sample was repeated by a critical run and resulted within reference range. No false results were reported out of the laboratory. There was no affect to patient treatment associated with this event.

Manufacturer narrative:
Prior to the event, tbil results were within the lab's established ranges. A field service engineer (fse) was dispatched and ran precision studies on the instrument which passed. As of (B)(6) 2010, no additional events have been filed for this account of low tbil results.